Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being exchanged over the wire into the patient's right brachial vein. The clinician cut the existing PICC and removed the piece of catheter. About 15cm were left in the patient's arm. At which time, he inserted the guidewire into the existing catheter and pulled out the old catheter they were exchanging. When there was mild resistance and an uncoiled wire coming out the tip of the catheter. At that point, he pulled the guidewire completely out of the patient which was all uncoiled. After the catheter and wire were removed a chest and neck x-ray were taken to confirm everything was removed from the patient. Later on a new catheter was placed successfully into the patient's left arm. There was a delay in treatment with no patient harm and no patient death or complications reported.